Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during deployment after being pulled to the arteriotomy as adjusting the position with the indicator window. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The device was used in an interventional procedure using a retrograde approach. The deployer was mynx certified. The vcd was used with a 5f avanti sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was moderate presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The mynx vcd was stored and prepped according to the instructions for use (IFU). The balloon lost pressure inside the patient. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was returned fully depressed while button 2 was not, and the stopcock was found closed. The sealant was not present as expected due to the state of the button 1 as received. Additionally, the syringe was returned attached to the device along with the cordis catheter sheath introducer (csi) used. No additional anomalies were observed during this analysis. Functional testing was executed using a cordis lab syringe, and the non-functional condition of the balloon was confirmed as a leak was identified during balloon inflation due to a rupture observed on the balloon surface. Per microscopic analysis, a magnified visual analysis of the balloon surface was executed to identify the possible cause of the leak observed during the functional test, and the results identified a longitudinal rupture in the body of the balloon. A product history record (phr) review could not be conducted as a lot number was not provided. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the longitudinal rupture found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (moderate presence of pvd/calcium in the vicinity of the puncture site with little tortuosity) most likely contributed to the reported event since this type of tear is typically observed when the balloon comes into contact with calcification and this issue reportedly occurred after being pulled to the arteriotomy. According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Based on the product analysis and information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process.

Manufacturer narrative:
Device lot information will remain unknown. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control burst during deployment after being pulled to the arteriotomy as adjusting the position with the indicator window. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The device was used in an interventional procedure using a retrograde approach. The deployer was mynx certified. The vcd was used with a 5f avanti sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was moderate presence of pvd/calcium in the vicinity of the puncture site. The mynx vcd was stored and prepped according to IFU instructions. The balloon lost pressure inside the patient. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The device is being returned for evaluation.